Event description:
The sales representative reported on behalf of the customer that the abc probe 5 mm handswitching probe, 28 cm device was being used during a robotic lap liver resection procedure on 18dec25 when it was reported ¿plastic sheath on distal end of device was melted and cracked. One small piece was retrieved from the patient¿s abdomen¿. There was no report of injury, medical intervention or extended hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of one device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 4 complaints, regarding 4 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that before use, inspect the cord insulation and handpiece integrity and condition. If damaged, chipped, cut, or nicked, do no use the handpiece/probe. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the abc probe 5 mm handswitching probe, 28 cm device was being used during a robotic lap liver resection procedure on (B)(6) 2025 when it was reported ¿plastic sheath on distal end of device was melted and cracked. One small piece was retrieved from the patient¿s abdomen¿. There was no report of injury, medical intervention or extended hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.